Event description:
Pt returned to radiology for follow-up procedure for patency of a-v graft. During the procedure a foreign body was discovered and removed via a snare catheter device. The foeign body was a thrombolytic brush from an exam performed 1 year prior.